Event description:
Sq remunity self-fill pt. Per nurse clinical educator (B)(6) - was scheduled to see patient in am for site change to (B)(6). Notified by patient that she needed to cancel, as she was being admitted to (B)(6) hospital for site infection. Pt. Stated remunity device in (B)(6) 2024. Reported to (B)(6) by: health professional.